Event description:
The complaint reported that an obese (B)(6) male patient had an st-segment elevation myocardial infarction (stemi) on (B)(6) 2014, the patient was transferred from a tertiary hosp where the circumflex artery/right coronary artery (cx/rca) was stented. It was determined that the patient's only good flow was coming from the circulation from the intra-aortic balloon pump (iabp) that had been placed on (B)(6) 2014, the patient remained unstable with frequent runs of ventricular tachycardia (v-tach.) Consequently, the patient was brought to the operating room on (B)(6) 2014 where an impella lp5.0 was successfully placed. During placement the femoral artery was cut down with a 10 mm graft and sponge plug for hemostasis. There were no vessel loops used, but umbilical tape to hold vessel and maintain hemostasis while sewing the graft was employed. The impella was back-loaded over 0.025 abiomed wire and the impella lp5.0 pump inserted at an approx 45 degree angle. Following the successful placement of the pump, issues with pump positioning occurred. The heart was ejecting the pump and physician had to manipulate and reposition the pump multiple times. The pigtail was not pointed towards the apex which led them to torque the catheter to set it in the correct position. While in the operating room the patient had many runs of v-tach requiring both CPR and defibrillation. On (B)(6) 2014 the impella was reported to be working well, with the patient's condition much improved. It was planned to continue impella support for 48 hours. The clinicians were able to wean the patient from inotropes, resulting in the incidents of v-tach and arrythmias ending. On (B)(6) 2014 the clinicians determined that the impella was working very well, with no alarms emitted. The patient was then extubated. An echo was then performed which illustrated that the left ventricle was contracting well, with the patient's condition continuing to improve, and with still no more further episodes of arrhythmias. Another echo was performed on (B)(6) 2014. The patient's ef was found to be normal. The impella was then successfully weaned from the patient after 4 days, the case at this point was deemed as a success. It was reported that the image of the device showed it intact as it was removed from the ventricle. As the explanting physician first started to remove the impella no resistance was felt, but as the catheter was being removed resistance began to be felt. The physician increased the arteriotomy approx 5 cm to get a better look at what was causing the resistance. Once the arteriotomy was enlarged, plaque was noticed on one side of the artery. Stenosis in the artery was also noted proximal to the arteriotomy. The physician continued to remove the device by using his left hand to pull the catheter and his right to gently "milk" the catheter through the resistance. He did not use excessive force and used the "milking" technique to assist device out of the artery. Once the pump was removed, the perfusionist informed the surgeon that the cannula was missing. A fluoroscopy was performed which showed that the cannula was located in the thoracic aorta. Contrast agent, in conjunction with an angio balloon were employed to remove the cannula. The balloon was inserted through the patient's femoral artery, then inflated above the cannula and successfully pulled down and out of the thoracic aorta with the balloon. The patient required re-intubation due to becoming "somewhat unstable", during the removal procedure. Following the removal of the cannula the patient was reported have been extubated and "doing fine."

Manufacturer narrative:
The device is currently undergoing evaluation. Upon the conclusion of the evaluation, a supplemental medwatch report will be submitted. (B)(4).